Event description:
It was reported that this electrode and its subcutaneous implantable cardioverter defibrillator (s-ICD) device, exhibited sensing issues since implant. The physician advised that the implant of the sicd and electrode where placed higher in the patient, due to the patient's smaller stature, and activity level. The physician advised they had some difficulties placing the electrode in an optimal position to avoid myopotential from the diaphragmatic region. A request was made to have data from this device analyzed and review x-ray images. A technical service (ts) consultant reviewed device data and provided recommendations to reposition the sicd device and electrode. The physician decided to monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.